Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation; two events were confirmed during testing. Two devices were found to be affected by corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device ran without user activation. Three reported events had no patient involvement; no patient impact.